Manufacturer narrative:
Unable to determine probable cause without further information since the on-going investigation proved to be inconclusive based on the information provided. The computer has been reduced, making it impossible to retrieve image loading settings files.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative reported that during pre-operative planning for a cranial procedure, the site was attempting to load images onto the navigation system planning station. Computed tomography (CT) images with a leksell frame imported successfully, however, other CT images were not displayed properly under patient. The imported CT images successfully loaded in mach cranial. Navigation was not used for this procedure as the imported CT images were not loading pre-op. Delay to this procedure was three hours. In trouble-shooting, the medtronic representative noted that the planning station was replaced by another device, images were loaded onto the replacement planning station in framelink successfully. The surgeon continued and completed the procedure successfully. There was no impact on patient outcome.

Manufacturer narrative:
The planning station computer was replaced due to an unrelated issue. No further issue reported since computer replacement.

Manufacturer narrative:
The site declined to provide patient age and weight, per (B)(4) privacy laws. (B)(4) 2015 - a medtronic representative, following-up at the site, reported recommendations were made that the facility planning station and the back-up planning station were operating different versions of framelink and media-io software. No parts have been received by manufacturer for analysis. No further issues have been reported.